Manufacturer narrative:
The referenced device was returned to the olympus regional repair center for evaluation. The customer¿s reported issue was not confirmed as the device worked appropriately during inspection and testing. However, a cut/hole in the camera cable was identified. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oerc) was informed that the customer 4k autoclavable camera head was returned for service/repair for a reported ¿sometimes the image of the device disappears for a few seconds and then reappears¿ which occurred twice after one hour from the start of the procedure. No errors were observed. The camera was replaced, and the procedure was completed with a ten minute delay. The camera was inspected prior to procedure with no problems observed. No death or injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event (intermittent image) was unable to be reproduced. During the investigation it was noted that there was a cable failure. The root cause of the intermittent image and cable failure was unable to be identified. Olympus will continue to monitor field performance for this device.